Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 103 alarm occurred during peritoneal dialysis on the homechoice claria. This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The patient did not report feeling any symptoms. The technical services representative (tsr) explained the alarm to the patient and assisted in clearing the alarm. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
This is a resubmission of the original follow-up report that had been previously submitted on may 26, 2016, with a report # of 1416980-2016-07588 - 2. The g8: MFR report # in this report is being updated to align with the sequencing of g8: MFR report # in the initial MDR. The h6 codes in this submission have been updated to align with the current accepted h6 coding. Complaint no: (B)(4). Additional information in h6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Corrected information: patient's gender has been updated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Additional information in h6. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.